Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was short and felt weak during removal. She was unable to remove the tampon and had to seek her mother for assistance. Her mother removed the tampon and she is doing okay.